Event description:
The health care professional was unable to insert any stylets into two leads during implant. The stylets were cleaned, but still could not be inserted. Two new leads were used to complete the implant. The patient recovered without sequela. A follow-up report will be sent if additional information becomes available. See also manufacturer's report #6000153-2011-04710.

Manufacturer narrative:
(B)(4). Testing of the leads (model 3778, (B)(4)) revealed no anomalies. The leads had acceptable continuity and no shorts. The returned stylet and a known good stylet could be inserted and removed with no issues. The leads were functionally okay. Testing of the stylet (model stylet/stim, serial number unknown) revealed no significant anomalies. The stylet wire was bent 14 cm from the proximal end.